Event description:
Physician reported left intracapsular folders with minimum quantity of periprosthetic liquid diagnosed by MRI. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant : no observed on the device. ¿ seroma -late : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Health effect: f2203. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: intracapsular folds with minimum quantity of periprosthetic liquid (seroma-late).

Event description:
Physician reported left intracapsular folders with mínimum quantity of periprosthetic liquid diagnosed by MRI. Device has been explanted and replaced with a non - allergan device.